Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the right ventricular (rv) lead exhibited noise resulting noise reversion. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. Analysis on the transmission showed that the right ventricular (rv) lead exhibited noise resulting noise reversion. The rv lead was capped and replaced on (B)(6) 2022. Insulation break was noted on the rv lead during the procedure. The patient was stable throughout.